Event description:
Information received indicates the knee function will run up on its own.

Manufacturer narrative:
The facility has not returned hill-roms attempts to determine the resolution of the alleged malfunction.